Event description:
Revision surgery - due to the patient falling and fracturing their humerus at the portion of the stem. The surgeon revised it with a new stem and changed the glenosphere size for greater stability.

Manufacturer narrative:
The reason for this revision surgery was due to a fracture. The previous surgery and the revision detailed in this investigation occurred 1.3 years apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows a non-conforming material report (ncmr) # 33857 associated with the concomitant part 510-00-010, reverse shoulder prosthesis (rsp), primary humeral monoblock, 10millimeter x108 which documents a nonconformance that out of a (B)(4) quantity lot, 1 item was scrapped due to forging line being greater than .040 in length on the stem. All remaining items in the lot met the design, fit and function requirements and were accepted. The device and its applicable concomitant devices were within their respective expiration dates at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to fracture. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the event. Agent has mentioned that the patient fell and had a fracture, it seems that the event may have been occurred due to patient non-compliance with medical instructions, patient activities, and lack of care or trauma. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.